Event description:
It was reported by service report that the head wall cable connection pins were bent beyond repair and there was loss of nurse call functions. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.